Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported there was a ¿fault¿ with the implantable neurostimulator (ins) whereby the ins ¿could not be used due to the screw in the ins lead header not allowing the brain lead to be inserted in the left ins header slot.¿ it was stated that there was a ¿faulty screw in the header not allowing the brain lead to be inserted in the ins lead slot¿ and that ¿no other environmental/external/patient factors contributed to the issue.¿ in an attempt to troubleshoot the issue the screw from the problem slot was completely loosened and the lead header was flushed with a saline wash. Multiple attempts to insert the lead into the header slot were undertaken, but in the end the ins was replaced in order to resolve the issue. Replacement of the ins resolved the issue. It was noted the issue occurred at the time of procedure and the ins at issue was ¿never implanted.¿ the patient was alive with no injury at the time of report.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found ¿the #9 connector had a deformed balseal spring. A known good lead got struck at the #9 connector when attempting to insert it into the #8-15 connector port¿ of the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.